Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: on investigation, the battery compartment was noted to be cracked with moisture ingress in the battery compartment confirmed by leak testing. The returned battery cap was noted to have stripped threads and was not able to maintain electrical connection to power the pump. With a test battery cap in place on the pump, the pump powered on normally and was exercised for 12 hours without any interruption in power. Investigation duplicated the complaint.